Event description:
The pt reportedly used the suspect device to check pt's blood glucose and pt obtained results of lo. Pt was not feeling well and decided to go to the ER. Pt's blood glucose was 389mg/dl in the ER. Pt was admitted into ICU because hospital staff thought pt's blood glucose was affecting pt's heart. Pt then stated pt was knocked out for two days. Pt doesn't remember what treatment was performed. Pt then stated pt is now okay, just tired and weak. A l1 glucose control was used on the suspect device system and the result was in range. The suspect deivce was replaced with new product and authorized for return to the MFR for eval.